Manufacturer narrative:
This follow up report is being submitted to report additional information. Review of the receiving inspection report for 00111314001, lot number ¿unknown¿, could not be performed since the specific lot number is unknown, hence, a specific receiving inspection record could not be retrieved. Heraeus batch record review could not be performed since the specific lot number is unknown, hence, a specific batch record could not be retrieved. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Per heraeus, the root cause of the reported event is "skin irritation" with a potential explanation as "inadequate gloves". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that a nurse in the or alleged to an allergic reaction caused by the bone cement. It was reported that a nurse called looking for information regarding allergic reactions to palacos r+g powder. She stated that she has worked with bone cement for over 20 years. In january there was a case where the powder was opened and left out in the or for 4 hours. By the end of the case she had a facial reaction of swelling in the lips from the inside out, difficulty breathing, and eye irritation to name a few. This took 3 weeks to heal. Both she and the hospital feel the reaction was the result of the palacos r+g powder. She was wearing a mask and gloves during the procedure. The hospital is now requiring her to get testing done at a cost of over (B)(6) that she has to pay for herself, so she is looking for information. I asked her if the sales rep in the room reported this incident and she was unsure.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a female nurse in the or alleged to an allergic reaction caused by the bone cement. She had a facial reaction of swelling in the lips, difficulty breathing, and eye irritation to name a few. Both she and the hospital feel the reaction was the result of the palacos r+g powder. No additional patient consequences were reported.